Event description:
On (B)(6) 2022, the recipient presented with swelling, redness, and pain behind the ear up to the magnet site. The recipient went to the emergency room for 9 hours. A CT scan revealed fluid in the mastoid. The recipient was given fluids and prescribed oral and topical antibiotics (type unknown) for the skin infection. The recipient is in the process of recovering and is able to use the device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly prescribed bactrim due to cellulitis of the external ear. The recipient's swelling, redness and pain have resolved. The recipient continues to use the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.